Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6) ) revealed that the implantable neurostimulator (ins) passed functional testing; however the setscrew was backed out too far. Continuation of d10: product ID 978b128, lot# va32ch8, product type lead, product ID 97800, serial# (B)(6), product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va32ch8); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that a high impedance issue was observed on the day of surgery. The ins and lead had impedance values over 4000 on electrode 0 and 1 initially. After backing out the set screw, cleaning the lead, and putting the battery back on, impedance values over 4000 on electrodes 0, 1 and 2 were encountered. An impedance check was run multiple times and they wouldn't clear and didn't change. The surgeon then removed the lead and a new lead was opened. Once good lead placement was established, the new lead was connected to a new ins and an impedance check was run. This impedance check showed greater than 4000 on all 4 electrodes. The physician removed the ins, cleaned the lead, and the impedance check was run again the results were still greater than 4000 on all 4 electrodes. Another ins was then opened and connected to the same lead. An impedance check was run and all 4 sho wed greater than 4000 again. When looked at closely, it was always electrode 1 that was the electrode that was off with this lead and these 2 ipgs. The physician finally decided to close the pocket with hopes that the manufacturer representative (rep) could program around the impedance or the impedance would clear. The rep ran an impedance check in the recovery room and all impedances were within normal range; nothing over 4000. The rep ran this a couple times and each time it was normal. The cause of the issues were not known. The issue has been resolved.